Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. A 2.75x18mm, 2.75x38mm, 3.50x28mm and 3.50x38mm xience sierra stents were deployed. Later that same day, the patient came back with an st-elevation myocardial infarction and it was noted that thrombosis was present on the 3.50x38mm xience sierra stent and was treated with a balloon pump. Only the most proximal stent was confirmed to be thrombosed. There was no clinically significant delay in the procedure. No additional information was provided.